Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 134, 146 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 86 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Due to improper storage of the test strips, a back to back blood test was not performed by the customer during the call on (B)(6) 2017. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/27/2017 and open vial date is month of (B)(6) 2017. The customer stated she has not had any changes in her diet or exercise. The customer stated she takes her blood test fasting. The meter memory was reviewed for previous test result history (customer concerned with the five results): 134mg/dl (B)(6) 2017 08:00 am fasting:yes, 146mg/dl (B)(6) 2017 03:00 am fasting:yes, 164mg/dl (B)(6) 2017 09:00 am fasting:yes, 191mg/dl (B)(6) 2017 01:30 pm fasting:yes, 122mg/dl (B)(6) 2017 01:12 am fasting:yes. Memory concerns:the customer is concerned with the 5 results provided in the meter's memory